Event description:
It was reported that the patient was dependent on the system for normal function. It was noted that low sensing was observed on the right atrial (ra) lead while intermittent capture and slight dislodgement was observed on the left ventricular (lv) lead leading to increased battery usage. The ra and lv leads were explanted and replaced. The patient was stable throughout the procedure and was discharged.